Event description:
The pt's lead was revised (see MFR's report # 3004209178200805783). Intraoperatively and immediately postoperatively, the pt felt stimulation in the correct area (his legs). The pt reported that when he got home, the stimulation ceased and was only felt in back around where the lead was implanted. There was no known accident or incident related to the event. Impedances were checked in '08, and were found to be at the upper range of normal 2,0000-3,0000 except electrodes 2 and 3, where the reading was 876. The pt felt no stimulation with electrodes 2 and 3 programmed. Reprogramming was suggested. Approx 2 weeks later, the pt was still getting stimulation in the wrong location. Impedances were checked and the measurements were normal. Reprogramming was attempted with no better stimulation pattern. The lead was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.